Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). A 12mm x 2.75mm nc quantum apex mr was advanced to post dilate the implanted non bsc stent. During the first inflation at 4 atms a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).